Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye identified broken occluder feet. The reported issue was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of the transfer set leaked. This occurred during patient use of the device for peritoneal dialysis therapy. The transfer set was used for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.